Manufacturer narrative:
Based on the investigation, it was observed that the system did not catch up to the fingerstick calibration entry in 3-4 readings and it took the system longer than usual to display glucose close to the calibration entry. This occasional transient inaccuracy is still consistent with normal system operation. There was no further system malfunction reported. User self-managed the hypoglycemia by taking glucose tablets and recovered from the symptoms. User is doing fine now. D8 updated to, was the device serviced by a third party? No health effect - clinical code updated to 1912 health effect - impact code updated to 4614 medical device problem code updated to 1307 component code updated to 3141 type of investigation updated to 4111 and 4114 investigation findings updated to 114 investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On may 25th 2020, senseonics was made aware of an adverse event where user experienced hypoglycemia.